Event description:
It was reported that the pacemaker system had recorded two signal artifact monitor (sam) episodes and exhibited low out of range right ventricular (rv) pacing impedances. The health care professional (hcp) called technical services (ts) and requested review of the stored sam episodes. It was noted that patient was in chronic atrial fibrillation (af) rhythm. It was also noted that the patient is implanted with this rv lead. Upon review of the two sam episodes, ts determined that the minute ventilation (mv) appeared to have falsely picked up patient af, which triggered the sam feature to disable the mv. Ts also noted that once the mv feature was enabled by the rep, that triggered a lead impedance check which revealed the low out of range impedance measurement of less than 200 ohms on this rv lead. Ts discussed several device optimization options with the hcp. At this time the pacemaker and this rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).